Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 52.2 cm. Analysis was completed. The lead was normal and no malfunctions were noted.

Event description:
It was reported the asymptomatic patient presented in clinic for an implant procedure. During the procedure, it was observed that the right ventricular lead dislodged. The lead was exchanged without issue. The patient was stable throughout.